Event description:
It was reported that when using the bd pyxis¿ es server, had override group station not saved in server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where override groups failed to save. A technical support specialist (tss) dialed into the device server, logged in to device webpage, noticed that there was no override group for device, applied knowledge article (ka) "unable to reassign override group to a device", downloaded the file from eft, run on device database and confirmed that the override group was seen on the device after hotfix application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.